Event description:
Related manufacturer reference number: 2017865-2023-19441. It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right atrial (ra) lead and the left ventricular (lv) lead exhibited a high capture threshold. The ra and lv lead was explanted and replaced. The patient was in stable condition throughout the procedure.